Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had an ins replaced due to premature battery depletion as it only lasted for 14 months after implant. There were no symptoms reported with the event. No information provided on the date of the event.